Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/03/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. Within 24 hours of wearing the sensor, the patient started to feel itching under the sensor adhesive patch. The reaction was described as red and irritated. The patient treated the affected area with coconut oil and prescribed triamcinolone. The date of prescription is unknown. At the time of contact, the patient was in healthy condition. No additional patient or event information is available.